Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in a mildly tortuous and severely calcified proximal left anterior descending artery. On the first inflation the 2.5x15mm quantum maverick balloon was inflated to twelve atmospheres. On the second inflation the balloon was inflated to fourteen atmospheres and ruptured and the pt experienced st elevations. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The returned balloon catheter was visually, microscopically and tactilely examined for damage. There was no damage or abnormalities found. The balloon was then pressurized to rated burst pressure and the balloon held pressure for approx one minute before a negative pressure was pulled. There were no issues regarding the balloon. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The root cause was unable to be determined. (B)(4).